Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy (ladg). About 1 and a half hours later from the beginning of use, the ptfe pad of the device was separated due to activating output without grasping anything in the grasping section by the user. Although he exchanged it with another tb-0535fc (second device) and continued the procedure, soon after the exchange, an error occurred and the second device couldn't be activated any more. The procedure was completed with a third tb-0535fc. There was not pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. This MDR regards one of the two broken devices in the reported procedure, and the subject device was the second device. The eval confirmed that the ptfe pad of the device was worn and partially separated. The tip of the probe and the jaw had contact marks against each other. The mfg history was reviewed with no irregularities noted. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the eval result of the subject device, omsc concluded that the wear and separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the pad and the contact between the probe and the jaw. Because the user kept outputting in its state, the reported error and inactivation occurred, and the contact marks were made. Based on the finding of the eval this report appears to be related to user handling. This report is one of two reports. Cross reference MFR report number 8010047-2015-00173.